Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that approximately two to three weeks post filter implant, the patient experienced pain in the abdominal and pelvic regions. Reportedly, approximately three months post filter implant, during a scheduled retrieval procedure, imaging demonstrated that a filter arm detached and moved into the gonadal vein. The filter was retrieved with a snare without difficulty. There was no attempt to retrieve the detached arm. No report of injury to the patient.